Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had frozen screen. Customer's blood glucose value was 205 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports the time clock did not advance. Customer stated that the buttons of the insulin pump are responding. The device will not be returned for analysis.